Event description:
It was reported that the pump's downstream occlusion (dso) seal was unattached and falling off. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) was unattached and falling off. A software upgrade was also required¿ was confirmed through, visual inspection. The probable cause was unknown. Replaced dso seal, performed dso/upstream occlusion (uso) test. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.